Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist (tss) checked the validation code for the item in the patient medication order and found that it did not match the code listed under the patient profile identifier. The tss advised the customer to contact the pharmacy for the correct code. While still remoted in, the tss observed another customer log in and successfully issue the medication using a valid code from a new medication order for the same item. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the customer experienced an issue with a validation code. The customer attempted to issue lorazepam/ativan 0.5 mg to patient. However, upon entering the validation code provided by the pharmacy, an "invalid code" error message was displayed. A review of the validation code in the patient¿s medication order showed that it did not match the code listed in the patient¿s profile ID. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.